Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they lost their insulin pump. Customer's blood glucose value was 469 mg/dl at the time of the incident. The customer called back to report that they found their insulin pump in their son's bedroom. The insulin pump will not be returned for analysis.